Manufacturer narrative:
Investigation findings: no abnormal wear or damage to exterior of the device. The sleep/wake button functioned normally during troubleshooting. No faults were identified in the device. As a precautionary measure, the capacitive touch conductive foam will be replaced during refurbishment. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive during training, and a replacement device was arranged after serial number confirmation and video review. No clinical effects or symptoms reported. Outcomes included no impact on health and no medical intervention. Investigation included customer interview, review of user-submitted video, and device history and records review. Investigation of this case revealed a malfunction of the user interface control without associated alarms and with normal data transfer guidance provided. It was concluded that the device malfunctioned and that replacement and return instructions were provided, with no patient harm identified.